Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Unit was programmed with test mini link and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the100 value properly on display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the 132 mg/dl value properly from glucose meter. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer reported the alarm was resolved by an infusion set change. The customer was unable to troubleshoot because he is at work. Customer wants to return the set for analysis. The customer does not want to return the reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose yesterday was 441 mg/dl.